Event description:
The customer reported that during the ablation procedure, they experienced unstable temperatures. The procedure was stopped. An additional procedure was scheduled for a later date. There was no injury to the patient.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.